Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced absence of occlusion alarm, pump error 39. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return status for mmt-1885 is unknown.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08765 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests with audible and vibrate alerts operating correctly. The pump history and trace files were successfully downloaded using thump. There were no pump error 39 alarms during testing. A review of the pump history file shows on 5/1/2024 there were sixteen (16) pump error 39 motor current error alarms between 17:11 and 18:17). The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. The motor flex cable on j5/pcb 1 was locked properly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and cracked down arrow button keypad overlay. Pump error 39 alarms are confirmed, fault isolated to the hardware. Absence of occlusion alarm is not confirmed. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.